Manufacturer narrative:
The investigation confirmed that results for a single patient sample were mis-associated with an alternate patient sample identification number and demographics. The customer failed to follow user instructions to remove all sample tubes from the centrifuge module following a module shutdown. However, the engen system posted a cross check failure message to alert the operator of the mismatched sample ID, as designed. Additionally, the customer failed to follow user instructions per customer letter (B)(6), instructing the customer to hold results until the cross check operation is completed. As a result, the mis-associated patient result was reported from the laboratory. The root cause of this event is user error. The engen laboratory automation system was operating as intended and there was no engen system or software malfunction.

Event description:
The customer obtained discordant results from a single patient sample that were associated with the incorrect sample identification number and patient demographics while using their engen laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient results were reported from the laboratory (b-hcg result = 2.39 miu/ml), and a corrected report was later issued (b-hcg result = 642.74 miu/ml). There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).